Event description:
An endurant ii bifurcated stent graft was implanted for the endovascular treatment of a ruptured 80mm abdominal aortic aneurysm.  It was reported approximately 5 years post index procedure the patient presented emergently with abdominal pain. A CT taken showed the presence of a type ia endoleak. The physician noted the stent graft had not migrated, but the neck had dilated further resulting in the endoleak. The physician chose to cover the patients left renal artery and place an endurant cuff  and heli-fx endoanchors at the level of the right renal artery.  A final angiogram was performed and the endoleak had resolved.  As per the physician the cause of the type ia endoleak was due to the patients anatomy as a result of neck dilation.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.